Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain at the pocket site. The patient was worried that the leads may have been damaged in an unrelated back surgery. It was reported that the patient gets good coverage and the pain occurs when the device is on and off. It was also reported that the patient is charging more frequently compared to how often they used to (which was once every three days). No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receivedfrom a manufacturer representative (rep). It was reported that the patient did not want the rep to change the programming/frequency. No further complications are anticipated.